Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the handheld cable was detached and frayed with exposed wires. As received, the unit could not send readings due to a detached and frayed handheld cable. A standard test handheld was connected to the unit, and it was able send readings successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed and frayed wires of the hand-held device cord of the patient electronic unit was confirmed.

Event description:
The patient reported exposed and frayed wires of the hand-held device cord of the patient electronic unit. The hand-held device and patient electronic unit were replaced and there were no adverse consequences reported by the patient.